Event description:
It was reported that the right ventricular lead had elevated thresholds prior to the patient's release from the hospital. A lead revision was attempted, but not successful because the helix did not retract or advance as smoothly was expected. It was further noted that the helix popped out after a large number of turns and retracted in a similar manner. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.